Event description:
It was reported the pump was not vibrating with alerts or alarms. Customer's blood glucose was 150 mg/dl. Customer reset pump to resolve this issue and resumed insulin therapy with current pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.